Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant, this right ventricular (rv) lead was observed through x-ray to have perforated the patient's heart. The system was reprogrammed and the patient will continue to be monitored. The rv lead remains implanted and in service. No additional adverse patient effects were reported.